Event description:
It was reported that in post-operative monitoring following a routine device change out, that the patient experienced multiple pacing pauses of several seconds. It was noted that during the change out the physician chose not to test the lead with the analyzer because the patient is pacing dependent and in chronic atrial fibrillation, so the lead was connected to the new device and tested through the device. Upon interrogation after the procedure, the patient's rhythm seemed to stabilize until the pauses began again and it was observed that there was ventricular pacing but no capture was occurring. The right ventricular lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.